Event description:
The dental implant, fx7008swc in tooth location 9 was removed on (B)(6) 2016 due to loss of osseointegration 2 years and 5 months after implantation. The doctor indicated that the patient's poor oral hygiene,pain and infection caused the implant removal. The patient had medical history of diabetic. The patient has recovered without any complications.